Manufacturer narrative:
(B)(4)

Event description:
Patient contacted dexcom on (B)(6) 2016 to report a loss of connection that occurred between the receiver and transmitter on (B)(6) 2016. Patient was advised to do perform a reset of the receiver. Re-pairing of the devices was not successful. No injury or medical intervention was reported.